Event description:
It was reported that intra-op, after attaching the product to the midas rex powehandpiece, when the surgeon, applied power, the cutter attachment vibrated loudly and seemed to be out of balance or not properly lubricated. Several attempts were made to remove and reattach the device to get it to work properly. At that point, a second 15mm cutter attachment was opened and that cutter was acceptable to use. It was unknown whether the product broke or not. The product did not come in contact with the patient.

Manufacturer narrative:
(B)(4). Neither device nor applicable studies received.